Manufacturer narrative:
Three 10010454-0006 samples from lot 22055938 were received for investigation; two samples were received in opened packaging and with residual fluid present in the device, while one sample was received in sealed packaging. The feedback provided by the customer indicates leakage was detected from the smartsite component; the customer also suggested the smartsite was oval in shape rather than circular. A visual inspection of the returned samples revealed the smartsite component to be oval in shape in each instance. The returned samples were subjected to a short gravity infusion; in each instance, leakage was detected from the oval smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of oval smartsites is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); and, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 3 bd alaris pump module smartsite low sorbing infusion sets experienced leakage. The following information was provided by the initial reporter: we have identified 3 sets during routine priming activities where the luer lock of the side port has leaked. Upon further investigation it was identified that the luer connection is irregularly shaped and is oval shaped rather than a perfect circle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-dec-2022. H6: investigation summary: three 10010454-0006 samples from lot 22055938 were received for investigation two samples were received in opened packaging and with residual fluid present in the device, while one sample was received in sealed packaging. The feedback provided by the customer indicates leakage was detected from the smartsite component; the customer also suggested the smartsite was oval in shape rather than circular. A visual inspection of the returned samples revealed the smartsite component to be oval in shape in each instance. The returned samples were subjected to a short gravity infusion; in each instance, leakage was detected from the oval smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the supplier manufacturing site have been informed of this report in order to be aware of the feedback during future production of this product.

Event description:
It was reported that 3 bd alaris pump module smartsite low sorbing infusion sets experienced leakage. The following information was provided by the initial reporter: we have identified 3 sets during routine priming activities where the luer lock of the side port has leaked. Upon further investigation it was identified that the luer connection is irregularly shaped and is oval shaped rather than a perfect circle.